Event description:
Patient reported she experienced "tubing/needles leaked one tine". No other information has been provided. First shipment of hizentra was sent to arrive on (B)(6) 2020, exact start date unknown. No other information available. Unknown if any adverse effects due to leaking. Reported to (B)(6) by pt/caregiver.